Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient¿s orders were not shown up on the station. The technical support specialist (tss) contacted the customer, followed knowledge article patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work, and provided a job aid on reversing a discharged patient. The customer confirmed the patient was discharged and agreed to use the job aid if the issue recurs. Case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders discontinued on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.